Event description:
This complaint contains information obtained from related (B)(4). On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that she was obtaining erratic results, and that the date was incorrect on her ultra mini meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the issue first began on (B)(6) 2018 at 9.30 am, alleging that she obtained inaccurate readings of ¿352, 345 and 350 mg/dl¿ on the subject meter, the tests were greater than 20 minutes apart. The patient reported that she manages her diabetes with insulin (self-adjuster- 45 units of novolog in the morning, and 35 units in the evening), and that she made no changes to her normal diabetes management. The patient stated that after the meter issue began (time unknown), she developed symptoms of ¿shakiness and feeling afraid¿, the patient confirmed she did not require or receive any treatment for the alleged issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and an approved sample site to obtain the blood samples. Csr noted that the date issue was resolved with troubleshooting with the patient. Replacement product were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.